Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the screen was broken, appeared black and did not power on. A field service engineer (fse) verified the station power switch and tried a different outlet, but the device did not power on. The fse disconnected all connections from the power supply, and the power supply powered on. The fse then disconnected all drawers, but there was still no power. Unplugging the remote manager allowed the device to power on. The fse ruled out all other components, identifying the external pyxibus cable as the issue, replaced the external pyxibus cable to resolve and verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen broken and black when powered on. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.